Event description:
The account alleged that the brake will set but does not hold.

Manufacturer narrative:
The technician found that the right foot caster would swivel while in the brake mode due to wear. The technician reported that the brake link was worn and he replaced it to repair the stretcher.